Event description:
It was reported a em2400 valve set leaked from an unspecified location. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was manufactured between 10nov2021 and 11nov2021. H10: the device was received in an unopened package; therefore, the actual device was not available. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set was functionally tested by attaching a lipid solution to ports 1 through 4. The set underwent priming, the verifying process and pump calibration. The set did not leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.